Manufacturer narrative:
E1: initial reporter postal code: (B)(6) e1: initial reporter phone no(additional):.(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during patient infusion via peripherally inserted central catheter (PICC). The reporter stated that the device had residual volume (amount not specified) upon disconnection from the patient. The device was filled with 13500mg piperacillin / tazobactam in 0.9% buffered sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.